Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and analysis revealed no anomalies. It was noted that the inner insulation was kinked/buckled, there was a cosmetic depression on the outer insulation and there was apparent explant damage. Blood/body fluid was also noted on the proximal conductor (not obstructed) and on the helix mechanism.

Event description:
It was reported that during the device changeout, the atrial lead was sacrificed to try to make more room for the left ventricular (lv) lead due to an occlusion. A new atrial lead was placed. No patient complications have been reported as a result of this event.